Event description:
It was reported there was a motor stall without recovery. The patient fell on (B)(6) 2012 and the alarm on his pump began to sound sometime after the fall. The patient stated that due to the fall it was felt that he 'broke the pump.' The patient was seen by the healthcare provider (hcp) on (B)(6) 2012 and a motor stall occurrence was discovered. The hcp was unable to remove motor stall after repeated interrogation of the pump. Per the pump logs, the motor stall occurred on (B)(6) 2012 at 0330 and still had not recovered by (B)(6) 2012 0330, as the logs displayed 'stopped pump period may exceed tube set' at that time. The patient experienced symptoms which were described as 'feeling fluid in his abdomen' and 'fullness.' Patient further described a feeling 'like it was trickling down to his legs,' and a return of restless legs. The patient declined any intervention at that time as it was felt there was no adequate relief since being implanted. It was later reported that according to telemetry the pump was full. As of (B)(6) 2012, the pump still had not recovered from the motor stall and it was unknown what the exact cause of the stall was. The medications in the pump were hydromorphone, bupivacaine and baclofen. Patient and event outcome were not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient had a kub (kidney, ureter, bladder), not kuv, x-ray to determine pump position instead of an MRI.

Event description:
Additional information indicated that the patient's pump was explanted along with part of the catheter. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information received reported that the patient was having an MRI on (B)(6) 2012, which had to be stopped because the patient "failed" it due to needing a "kuv" and not being able to be still long enough for the scan, as the patient was in "so much pain". The details of the patient issues at the time of the MRI were unknown to the reporter. It was later reported that the patient's motor stall which was already reported, remained stalled permanently. No other information was provided. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. Pump and catheter analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).